Manufacturer narrative:
(B)(4). Approximate age of device - 14 days. (B)(4). The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired. On (B)(6) 2017 the patient received a pump exchange due to hemolysis. There was clear evidence of a clot upon visual inspection. The following day, (B)(6) 2017, the family wished to withdraw support due to renal failure and inoperable ischemic bowel per general surgery. The family declined an autopsy. The second pump was operating as expected and will not be returned. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The driveline was cut approximately 4 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the device upon disassembly revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s hemolysis. A flat, tissue-like, denatured thrombus formation was present on the body of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, indicating that it was present while the pump was operating. Although the origin of the formation and duration of time for which the deposition was present could not be determined, it also could have contributed to the patient¿s hemolysis. Additionally, the proximal side of the outlet stator revealed pink, soft, non-laminated depositions between the outlet bearing ball and the stator blades. These depositions¿ lack of laminated layering indicates that it did not initially form in the outlet stator. Although their origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the lack of denaturation and circumferential contact marks on the rotor's bearing cup indicate that the depositions were not likely present in the outlet stator for an extended period of time. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.